Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. X-ray confirmed the cathode conductor coil was fractured at the distal end of the terminal pin. The distal side of the fracture showed that the conductor coil was birds nested at the fracture site. The birds nested coil would indicate a fracture while attempting to retract the helix.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead exhibited normal measurements with the pacing system analyzer (psa). When connected to the device, the impedance measurements were greater than 2000 ohms with high threshold measurements. Troubleshooting was performed and concluded the connection was verified to be appropriate. The lead and device were disconnected, then connected seven times with the same results. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.